Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the surgeon reported difficulty on the movement of the maryland bipolar forceps instrument. Instrument started to rotate suddenly. An unspecified recoverable failure occurred on one of the patient side manipulator (psm) arms and the system prompted the user to remove the instrument. User noted that a possible instrument damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive movement on the maryland bipolar forceps instrument. Intuitive has received the instrument and completed investigations. The instrument was returned in a damaged condition and was unable to be tested on the in-house system. The root cause of this failure is typically attributed to the mishandling and misuse. The instrument's main tube was found bent. The bending damage is located towards the distal end of the main tube. Pieces of the main tube were not returned with the instrument. Common causes of the failure mishandling and misuse, such as excessive loading, or improper handling during transport. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. This complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps moved freely with uncontrolled motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. The instrument was returned in a damaged condition and was unable to be tested for failure analysis. Additionally, failure analysis inspection acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.